Event description:
Per provider the gear clamp around the heat exchanger was loose causing low o2. No parts needed. Per independent repair center there is low o2 or yellow light and also loose clamp on tubing causing low o2.